Event description:
Health professional reported a lap-band port that was removed due to the "pt having an infection around the port." The infection was not cultured, but is device related per the physician.

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of infection as follows: "infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."